Manufacturer narrative:
No medwatch form was received. (B)(6).

Event description:
It was reported that the lead was capped and replaced due to a suspected malfunction. The patient claimed the procedure and surgery resulted in a stroke and was left in a disabled medical condition. There is no allegation from a healthcare provider that the surgery contributed to the event reported. No further information is available.